Event description:
A physician reported that during vitrectomy surgery, an ophthalmic entry system trocar tip was damaged. The surgery was completed after replacement of device. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).